Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "5. Attach the pads¿ line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad.¿ ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there was an intermittent low air leak. The pads were swapped; however, the issue was not resolved. Per troubleshooting, the new pads were disconnected and reconnected, but the intermittent low air leak continued. It was later reported that therapy continued on the same device, and same set of pads with the intermittent air leak reoccurring. The complainant reported that the patient had not maintained normothermia. The complainant stated that the patients' temperature was 36.4°c, and the water temperature was 32.8°c. It was later reported that the patients' temperature increased to 36.7°c, but the flow remained low. The complainant reported that the flow rate was 1.9lpm, and the patient was maintaining target. It was later reported that the medical team made the decision to take the patient off of the arctic sun device. The decision was made as a medical decision, and was unrelated to any issue with the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there was an intermittent low air leak. The pads were swapped; however, the issue was not resolved. Per troubleshooting, the new pads were disconnected and reconnected, but the intermittent low air leak continued. It was later reported that therapy continued on the same device, and same set of pads with the intermittent air leak reoccurring. The complainant reported that the patient had not maintained normothermia. The complainant stated that the patient's temperature was 36.4°c, and the water temperature was 32.8°c. It was later reported that the patient's temperature increased to 36.7°c, but the flow remained low. The complainant reported that the flow rate was 1.9lpm, and the patient was maintaining target. It was later reported that the medical team made the decision to take the patient off of arctic sun device. The decision was made as a medical decision and was unrelated to any issue with the device.